Event description:
The pt was revised because the fracture collapsed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A depuy warsaw marketing director reviewed the x-rays and confirmed the collapse. The root cause could not be determined with evaluating the pre-op x-rays along with the post-op; however, there is an intertrochanteric fracture that does not appear to be very stable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.